Manufacturer narrative:
Info not available, device was not returned for analysis.

Event description:
It was reported that during a laparoscopic bowel resection procedure, the staples did not form correctly. Another like device was used. There were no pt consequence.